Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a ¿pairing failed¿ alert when attempting to pair a new libre 3 plus sensor with the ilet system after initial setup guidance and a communicated warmup period; the user successfully re-paired the sensor via the ilet mobile app, and sensor warmup completed with glucose values subsequently displaying on the ilet. Symptoms included hyperglycemia with a reported blood glucose of 302 mg/dl. Outcomes included temporary interruption of continuous glucose data until successful re-pairing and warmup, after which normal operation resumed. Investigation included customer service troubleshooting and education with re-pairing steps and confirmation of sensor warmup and data display. Investigation of this case revealed that the initial pairing failed but resolved through re-pairing, with no recurring alerts or alarms reported after warmup completion. It was concluded that the event was related to an initial sensor pairing failure that was corrected through standard troubleshooting, with no device malfunction confirmed. The device has not been returned.